Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6), UDI# (B)(4). H3: product ID: 97755, serial/lot: (B)(6) was returned for analysis. Analysis found there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen and there was a recharger antenna failure; there was rms voltage at the h field probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having trouble with the rtm (recharger) and recharging the ins. Pt stated that last night they finally found the spot to place the rtm over the ins in order for the ins to recharge after several attempts when all of a sudden it felt like they had a heated blanket on as the rtm paddle, cord going into the paddle and relay box got really hot. Pt stated that when they were recharging the ins, they all of a sudden moved and the relay box touched their leg and the relay box was burning hot so they immediately unplugged the rtm from the controller. Pt stated that they didn't want the rtm to start a fire or burn their back. Asked the pt if they were burned by the rtm; pt stated that they couldn't tell, but that the area where the rtm was placed didn't hurt. Pt stated that they just tried to recharge the ins again and that the ins was almost at 100%; pt stated they had the therapy on since this morning and now the ins was at half battery. Pt stated that the difficulty recharging the ins had been happening like maybe in the last week. Pt stated that they were so frustrated that they turned the device off and that they would try to fight with recharging the ins later. Pt stated that they could feel where the ins was and that they placed the rtm paddle right over the ins and that they could feel it working, however they've had to place the rtm more towards the side of their body versus on their back where the ins actually is in order to recharge the ins.